Event description:
It was reported by the biomedical department that the ablation generator has no "beep tone" when ablating. The generator will be returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the main front label panel was delaminated and the dispersive electrode connector socket was broken.